Event description:
The pt had been supported for 20 days with biventricular assist devices when the pneumatic driveline fitting disconnected from the right ventriculat (rvad) blood pump. The pt was mobile at the time and was accompanied by a nurse, who immediately reattached the fitting to the blood pump. The pt had no ill effects.